Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received a partial lead was returned for analysis. Analysis found external insulation abrasion at 19.3cm -19.5cm from the connector pin, consistent with that produced by friction with the ICD can. Reliability laboratory technician; (B)(4); no complaint received with return of device. Failure (event) observed during analysis.